Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a turkey customer. This is same/similar to us freestyle libre 2 android application part number 71857-01. A follow up will be submitted once additional information is obtained.

Event description:
A "sensor ended" message was reported with the the abbott diabetes care (adc) application in use with a redmi note 15-2.10.1 (android) with 10406-12 operating system. A caregiver reported that the customer experienced nausea and was unable to self-treat, requiring juice from a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported getting replace sensor message. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle librelink app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor ended" message was reported with the the abbott diabetes care (adc) application in use with a redmi note 15-2.10.1 (android) with 10406-12 operating system and app version 2.10.1.10406. A caregiver reported that the customer experienced nausea and was unable to self-treat, requiring juice from a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.